Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the implantable cardiac monitor (icm) patient that their chest hurt where the device was located. It was further reported that the icm had migrated within the implant area. The icm remains in use. No further patient complications have been reported as a result of this event.